Manufacturer narrative:
The investigation and conclusions from our initial assessment remain unchanged.

Event description:
Additional information was received, the patient's husband contacted solta to report the injury. He reported some of the burns on the patient's face and neck were classified as second degree burns and bedsores. It was stated that there will be no further information provided. It was found the patient's husband contacted solta and reported this issue after the facility did on report number: 3011423170-2024-00163. Report number: 3011423170-2024-00163 was retracted and the patient information is filed on this report as additional information.

Manufacturer narrative:
The data log and treatment tip were returned for evaluation. The data log showed an error related to lifting the tip from skin during radio-frequency delivery, an error of insufficient force during radio-frequency delivery, and an error of the cryogen can empty during the procedure. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency treatment, the radio-frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into an "action required" mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip was evaluated and passed flow, leak, and thermistor testing, however it failed visual inspection. A dent and dielectric breakdown were both observed on the tip membrane. Dents in the membrane are not likely to lead to patient injury. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of potential risk to patients associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area which could cause burns to the patient during treatment. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Blisters are a known possible adverse patient reaction to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, this event was most likely caused by damage to the tip. It is unknown how damage to the treatment tip occurred. All treatment tips are visually inspected during manufacturing. No corrective action is necessary at this time.

Event description:
A user facility reported that a patient experienced burns on their face and neck areas following a thermage cpt treatment. Solta medical branded cryogen and 90 ml of coupling fluid was used with the highest level of energy at 4.0. The patient received treatment to their face and neck. No system errors occurred during treatment. This was the first time the treatment tip was used on a patient, and it was inspected prior to use and every 300 pulses (6 times) during the procedure, with no discrepancies found. After treatment, it was observed the tip looked damaged but no details on the damage were provided. Immediately after the treatment it was discovered the patient had burns on the lower third and lateral third of the left hemiface, and on their neck. The patient was prescribed anti-inflammatory ointments including blastoestimulina (otc wound care) in the morning and clovate (topical steroid) 0.5 at night. They were also directed to apply spf 50+ mineral and visit with the provider every 24 hours. The current status was described as before the end of treatment, a diffuse inflammatory reaction was observed in the areas described above, confluent hemorrhagic with punctate wounds resembling superficial first-degree burns of 1 mm, like open phlyctena (probably blister). The outcome is unknown. The patient had not received any other treatment in the same symptom area on the procedure date or within 90 days prior. The patient did receive thermage treatment, which was their third treatment, in the same symptom area two years prior to this treatment. A solta medical reviewer examined pictures of the patient and observed burned areas with erythema and inflammation on one side of their face and neck.